Manufacturer narrative:
The MFR has rec'd and reviewed the treatment data files related to the reported event. From a review of the treatment data files, there is no evidence of an excessive fluid removal of 400 ml during the reported period. A gambro technical svs rep inspected the machine and found scales, pressure pods and pumps to be within MFR's specs. After a pt simulation, the machine was approved to be returned to clinical svc.